Event description:
The manufacturer received an innospire essence device for evaluation due to the report of physical damage to the ac power cord. Upon receipt, the manufacturer noted there was electrical tape wrapped on the ac power cord, with exposure to the conducting wires. There was no information provided as to the date the physical damage was noticed by a user, or when the electrical tape was placed on the cord. There was no patient involvement reported. Although the root cause of the physical damage to the power cord could not be determined, the manufacturer concludes the cord was likely exposed to forces to beyond intended design. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back up device for respiratory delivery if this device is not operable. The user is also cautioned that the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option). The manufacturer will continue to monitor the complaint records for similar reported failures. Based on the available information, the manufacturer concludes no further action is necessary.